Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the lens found to have deformation of the haptic element. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in b3., b.5. D.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that there was a patient contact with the device. There was no impact to the patient. The surgery was completed with back up iol with similar model lens.